Event description:
IV bags from one MFR designated for total parental admixture are punctured by "piercing pin" on end of another MFR's administration set. This can occur when set is placed in bag or sometime after hanging. It requires a new bag and extra line changes (which may increase risk of line sepsis). This incident.